Event description:
It was reported that there was a false positive asystole episode that "was loss of capture". The r-waves are "tiny". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).